Manufacturer narrative:
B3 date of event: the exact event date is unknown. D3 manufacturer email (B)(4).

Event description:
It was reported that the console displayed error 429. The procedure was interrupted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.